Manufacturer narrative:
Explant date: revision was done but the exact date is unknown. Products were not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the revision was done but the exact date is unknown. The blade was replaced and the revision surgery was successful.

Manufacturer narrative:
Patient ID, date of birth/age and weight were not provided for reporting. (B)(4). Explant date: the replacement surgery with a longer and thicker nail was planned after the third week of (B)(6). It is unknown if the replacement surgery was completed. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, tfna nail (tfn-advanced proximal femoral nailing system) was used in surgery for the femoral diaphyseal fracture (more close to the subtrochanteric area). The fractured part was fixed with the tfna (long). There were two distal side stoppings used since the occupancy of the nail in the medullary cavity was high. The patient was a martial art fighter. The surgery was extended for 5 minutes. It was reported that nonunion has occurred post-operative. According to the surgeon¿s opinion, nonunion might have occurred due to left-to-right movement of the nail could not be controlled properly. The surgeon also pointed out that one more distal stopping should have been added. The replacement surgery with a longer and thicker nail was planned after the third week of june. It is unknown if the removal surgery was completed. This report is for one (1) tfna nail- sterile. This is report 1 of 3 for (B)(4).